Manufacturer narrative:
Insulin pump received with frozen display on count up number 2 followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also received with moisture damage on the motor assembly, battery tube and vibrator assembly. Insulin pump received with no button response due to flattened dome switch (no creased) on the express bolus button. No unlocked lcd keypad connector. Insulin pump received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the buttons were unresponsive and the device was having battery issues. Device would randomly beep with no error message. Customer's blood glucose was 157 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.